Event description:
Event description cpi received information that at the exchange procedure of an implantable cardioverter defibrillator (ICD) for normal battery replacement, the physician noted an insulation break of the rate sensing portion of the endotak transvenous defibrillation lead (0074). The rate sensing portion was repaired, and remains implanted and active.